Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise and an episode of false supraventricular tachycardia was observed. Noise led to inhibition of pacing. Noise could no be reproduced in clinic. No other electrical anomalies were noted. Upon review of egms, noise appeared to be due to emi. Programming changes were discussed. No further information was reported.